Manufacturer narrative:
The returned remover was evaluated. One of the four prongs on the tip was found to be bent. The DHR for the kit build was reviewed. None of the devices were found to be damaged. The cause cannot be definitively determined but it is possible that the damage occurred as a result of shipping or handling after the inspection but prior to the start of the procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw remover was received damaged and wasn't able to be used during surgery. Alternative instruments were used to remove the previously implanted screws. There were no reports of patient injury associated with this event.